Event description:
It was reported that the procedure was to treat the anterior tibial artery (ata) and peroneal artery with angioplasty and stenting of the heavily calcified superficial femoral artery (sfa) as a final attempt for limb salvage. The lesion was pre-dilated 6 days prior. The 5.5x200mm supera self-expanding stent was deployed without issue successfully overlapping a bit with a previously implanted stent. However, it was observed that the nose cone was trapped under the stent. The separated portion was removed via snare. On (B)(6) 2024, it was noted that the sfa had re-occluded and amputation was performed due to patient's continued poor lower limb circulation. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful deployment overlapping a bit with a previously implanted stent interaction with the previously implanted stent resulted in the nose cone becoming inadvertently trapped under the stent. Manipulation of the compromised device resulted in the noted kinked tip, the noted separated tip jacket and ultimately resulted in the reported tip material separation/noted jacket and inner member separation. As reported, the separated portion was removed via snare. Manipulation of the stent during amputation resulted in the noted stent damages (bunched/cut stent braids). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to yes. H6 correction: type of investigation code 4114 removed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful deployment overlapping a bit with a previously implanted stent interaction with the previously implanted stent resulted in the nose cone becoming inadvertently trapped under the stent. Manipulation of the compromised device ultimately resulted in the reported tip material separation. As reported, the separated portion was removed via snare. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.